Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was used to stop bleeding. There was no reported patient injury. There were no obvious signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The exoseal vcd and unknown vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and unknown vascular sheath introducer was not retracted together until the indicator window changed to solid black color. The indicator window did not change color. The indicator window was not showing solid black at this time. The indicator window did not show any red color during retraction. The deployment button was not depressed. The plug was not dislodged from the exoseal vcd device after removal from the patient. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the unknown catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The exoseal vcd was used in a interventional procedure with a retrograde approach. The patient's body mass index (bmi) was not greater than 40. The physician was certified to use the exoseal vcd. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was used to stop bleeding. There was no reported patient injury. There were no obvious signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The exoseal vcd and unknown vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and unknown vascular sheath introducer was not retracted together until the indicator window changed to solid black color. The indicator window did not change color. The indicator window was not showing solid black at this time. The indicator window did not show any red color during retraction. The deployment button was not depressed. The plug was not dislodged from the exoseal vcd device after removal from the patient. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the unknown catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient's body mass index (bmi) was not greater than 40. The physician was certified to use the exoseal vcd. Other procedural details were requested but were not provided. A non-sterile unit of product ¿vascular closure device 7f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received unlocked; the back bleed port is set at its original position. The indicator wire is not deployed; the device is blood saturated. No other outstanding details were observed on the returned part. The functional analysis was performed. The cowling guard was set to the locked position, and the indicator wire was deployed. The indicator wire was pulled to move the indicator window from black/white state as received into the black/black state. At the black/black stage the deployment button was pushed down, it was completely depressed, and the plug was deployed. The indicator window turned into black/red/white state. The device performed the deployment process successfully. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The complaint reported by the customer as ¿indicator window~no change to indicator¿ was not confirmed. The indicator window achieved the three stages deploying the plug as expected and the deployment lever perform properly. The exact cause of the reported event could not be determined during the product analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken at this time.